Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophageal dilation procedure performed in (B)(6) 2025, the specific date is unknown. During the procedure, the balloon broke at the time of dilation. No further information has been obtained despite good faith efforts. The reported event may suggest a balloon burst occurred during the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the event date provided in the medwatch form (december 2025). Block h6: imdrf device code a0412 captures the reportable event of balloon burst.